Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s device went into backup after the cyber security firmware update had been initiated. The device was reprogrammed to normal function. The patient was stable and asymptomatic during the device check and will be monitored routinely.